Event description:
It was reported that the patient was unable to adjust his stimulation and had a power on reset (por) condition. The display showed the "call your doctor" icon as well. The patient was unsure what caused the issue and recalled using a gas powered weed eater, but didn't know of anything else that may have been responsible. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model unk lot unk implanted: (B)(6) 2009 explanted: na. Extension model unk serial unk implanted: (B)(6) 2009 explanted: na. (B)(4).